Event description:
It has been reported to philips that the system was giving an exposure not possible error. A philips field service engineer (fse) inspected the system onsite and confirmed that only fluoroscopy was working, exposure was not possible for both planes. Troubleshooting actions showed a problem with the lateral ippc (image processing computer). The fse replaced the lateral ippc, reloaded the software, created an image-store, and returned they system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the only fluoroscopy was working, exposure was not possible for both planes. Review of the system log file showed that the malfunctioning of lateral ip-pc (image processing computer), which caused the images are not displayed on the monitor exposure was not possible. Upon further troubleshooting, the fse found that there is a problem with the lateral ippc (image processing computer). The fse replaced the lateral ippc, reloaded the software, created an image-store. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.